Manufacturer narrative:
Visual examination of the returned navigator hd access sheath revealed that the sheath was fractured and damaged at approximately at 9cm and 16.5 cm from the distal end. The sheath also presented numerous whitened areas of caused by stress. No excess coating was noted on the surface of the sheath. The condition of the returned incident device showed no evidence of the alleged issue which could have contributed to the event. Based on all gathered information, the most probable root cause is not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a flexible ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the hydrophilic coating was more lubricious than usual and the coating was peeling off. The procedure was completed with another navigator hd access sheath. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken.